Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a debug process when users attempted to reboot. Customer stated that procedures had to be cancelled but did not specify if a specific procedure was directly affected. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the station's hard drive was full potentially caused by faulty hardware. The field service engineer followed knowledge article (B)(4) medstation es - maintenance service purge deletion service error - internal query processor error (recorded in work order (B)(4)). The field service engineer replaced the device's hard drive to resolve. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a debug process when users attempted to reboot. Customer stated that procedures had to be cancelled but did not specify if a specific procedure was directly affected. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a debug process when users attempted to reboot. Customer stated that procedures had to be cancelled but did not specify if a specific procedure was directly affected. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,d1,d4,g1,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-jul-2021 to 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device¿s hard drive was full. The field service engineer stated that an analyst performed a top swap for the device to resolve the issue. The system functioned as intended after the field service engineer assessed the device.